Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#90987 was implemented and the root cause has been verified by the returned device. No further post market lab investigation evaluation is required.

Event description:
The patient reported the battery on their personal diabetes manager is swollen, and initially would not hold a charge. The device has reportedly progressed to no longer powering on. If additional information is received, a supplemental report will be submitted.